Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A fissure and fistula occurred. It was reported that versacross connect laac access solution was selected for use during a watchman procedure. During transseptal access, the septum was crossed in low anterior position. The versacross wire initially encountered the resistance, difficult to advance felt like stuck and was reposition without further issue. The sheath and dilator were then advanced successfully completed. Post procedure imaging tee identified a small jet from aortic root into the left atrium, consistent with fissure and fistula. The patient remained stable with no hemodynamic complications and follow up was planned. Patient was reported to be stable with plans for a six week to recheck. The procedure was completed with original device. The patient planned was to be discharged on (B)(6) 2026.